Event description:
It was reported that the patient underwent surgical intervention to replace this non-(B)(6) device for unspecified reasons. There were no patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).